Event description:
It was reported that the cadd legacy pump displayed alarm 1720 as soon as the patient inserted batteries into the pump. The alarm was a two tone alarm that would only stop sounding when the batteries were removed. The malfunction was observed prior to use on the patient. No death or serious injury was reported in connection with this incident. The patient was being treated for pah. The dosage was described as follows: 32.5 ng/kg/min. Frequency: 71 ml/24 hour. Route: IV.